Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 4, initial result 124 mmol/l, repeat 138 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 1, initial result 128 mmol/l, repeat 143 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 2, initial result 125 mmol/l, repeat 139 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 3, initial result 116 mmol/l, repeat 130 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 5, initial result 127 mmol/l, repeat 141 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 6, initial result 123 mmol/l, repeat 137 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 8, initial result 124 mmol/l, repeat 137 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 7, initial result 121 mmol/l, repeat 136 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 9, initial result 124 mmol/l, repeat 139 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 10, initial result 121 mmol/l, repeat 136 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 11, initial result 113 mmol/l, repeat 128 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 12, initial result 128 mmol/l, repeat 143 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.

Event description:
Customer received low sodium results for thirteen patient samples during a four hour period. Patient 13, initial result 127 mmol/l, repeat 136 mmol/l. Initial results were reported and some of the results had to be corrected. The customer did not know if any adverse events have occurred. The field service representative found the results were generated using a failed calibration and the customer had not run qc prior to testing patient samples. He noted a possible cause of the failed calibration was contaminated calibrator.